Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. The remaining tip was crushed and multiple longitudinal scratches were on the tip surface that were likely made when contacting some hard and edgy object. Proximal to the torn end of the tip, circumferential cracks with stretching of the tip polymer were observed, indicating tensile stress had contributed to the ductile tearing of the tip. Measurement on the returned microcatheter suggested that approximately 1.5mm of the tip was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely caused the observed tip separation on the returned caravel microcatheter. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement most likely by calcified segments in the vessel, leading the stretched tip to become torn apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings]. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an (B)(4) caravel microcatheter had detached during a percutaneous coronary intervention (pci) to treat a moderately tortuous, heavily calcified, 90-99% stenosis in the left anterior descending artery (lad) segments #7 to #8. An (B)(4) sion blue guide wire was used to cross the lesion. Wire exchange was made using the subject microcatheter in order to perform atherectomy by a non-(B)(6) diamondback. Viperwire was replaced and atherectomy was performed when tip separation of the microcatheter was recognized. The physician determined to leave the separated tip in situ as it was located in the peripheral segment #8. Stent deployment was successfully achieved. The physician commented that the segments 7 through 8 were heavily calcified. The tip was likely damaged when crossing the calcified segments. The damaged tip could be caught by the tip of the guiding catheter during removal. There were no adverse patient effects. The patient was doing fine after the procedure.